Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that in the nicu IV, tpn was leaking. The product was disconnected and reconnected, but an hour later, it was noted to be leaking. The tubing was changed, and a couple hours later, a full cap (maxzero) and line change was performed. New medications were ordered. Around change of shift time, the line was found to be leaking again at the connection between the manifold and the cap (maxzero), despite having already changed the tubing and the cap. There was no patient harm.

Event description:
The customer reported that in the nicu IV, tpn was leaking. The product was disconnected and reconnected, but an hour later, it was noted to be leaking. The tubing was changed, and a couple hours later, a full cap (maxzero) and line change was performed. New medications were ordered. Around change of shift time, the line was found to be leaking again at the connection between the manifold and the cap (maxzero), despite having already changed the tubing and the cap. There was no patient harm.

Manufacturer narrative:
Concomitant medical products: (4)non-bd ext set; 250ml baxter bag, ref (B)(4), lot 60118042, exp 2021-03, exacta mix; 10ml bd syringe; 30ml bd syringe; 10ml bd syringe ref (B)(4), lot 8081619, exp 2021-03-31, 0.9% nacl; 20ml bd syringe ref (B)(4), lot 10010843, exp 08/19/2018, 0.9% nacl. Additional information provided. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
Please disregard all information provided in concomitant medical products: in previous submissions. Total concomitant products for this event are: baxter 250ml bag, 2432-0007, quest medical manifold extension set, mz5309, (2) bd 10ml syringe, (6) mz1000-07, (2) non-bd bifuse extension set, bd 30ml syringe, bd 20ml syringe, (2) mz9226, 8015, 8100. The customer¿s report of a leak at the connection between the manifold and maxzero valve was confirmed. Visual inspection showed a microchannel/scratch within the interior diameter of the 2 affected valves. No other obvious damages or anomalies were observed. Functional testing confirmed leaking from two engagements: at the top of the maxzero valve to the manifold luer exit; and at the top of the maxzero valve extension set to an extension set's luer exit. The root cause of the microchannel which creates a fluid path is an equipment error during the inspection and testing process during final assembly of the maxzero component.

Event description:
The customer reported that in the nicu IV, tpn was leaking. The product was disconnected and reconnected, but an hour later, it was noted to be leaking. The tubing was changed, and a couple hours later, a full cap (maxzero) and line change was performed. New medications were ordered. Around change of shift time, the line was found to be leaking again at the connection between the manifold and the cap (maxzero), despite having already changed the tubing and the cap. There was no patient harm.